Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous distal right coronary artery. This 15mm x 1.50mm emerge mr balloon catheter was selected for pre-dilatation. The balloon was inflated and ruptured at 6atm. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that the vascular access of the target lesion was via the radial artery. The target lesion was severely calcified and the 15mm x 1.50mm emerge mr balloon ruptured upon the 1st inflation. The device was removed from the patient intact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).